Event description:
It is reported that numbers on customer's insulin pump was involuntarily scrolling and received a battery out limit alarm when trying to troubleshoot. Customer was advised insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive buttons due to corroded keypad traces. No numbers ramping or scroll bars moving up noted. Unable to verify the battery out limit alarm due to the unresponsive buttons. The device had minor scratched lcd window, cracked case at display window corner, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.